Event description:
On (B)(6) 2015, the reporter contacted animas alleging a loss of prime issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/11/2015-device evaluation: the cartridge has been returned and was evaluated by product analysis on 02/25/2015 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.